Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 110 mg/dl to 140 mg/dl. The customer reported that they had diminished battery life, rejected new batteries and also received errors in the past. It was reported that the to press buttons harder in order to respond. The insulin pump will not be returned for analysis.